Event description:
It was reported the intraocular lens (iol) had a default. Through follow-up additional information was received clarifying reported lens default as some resistance when pushing the plunger in. The iol was fully inserted into the patient's ocular sinister (left eye) and removed; patient did not have an iol implanted after the procedure was completed. There was no unplanned incision enlargement, no serious patient injury, and no unplanned vitrectomy however, unplanned suture(s) was reported. No further information is available.

Manufacturer narrative:
Additional information: ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable, as lens was removed during the same procedure. Date explanted: not applicable, as lens was removed during the same procedure. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.